Event description:
The customer received questionable free triiodothyronine (ft3) and thyrotropin (tsh) results on their e-module. The customer provided data for eight patients, of which four had discrepant results that were reported outside the laboratory. The clinicians complained that the ft3 results were too high compared to previous results from the same patients when the laboratory was using immulite and centaur analyzers. The first patient, (B)(6), had an initial ft3 result of 4.8 pg/ml. The repeat result from the immulite analyzer was 3.84, the units of measure were not provided. The second patient, a male born (B)(6), had an initial tsh result of 4.94 uui/ml. The repeat result from an immulite analyzer was 3.26, the units of measure were not provided the third patient, a male (B)(6), had an initial tsh result of 4.60 uui/ml. The repeat result from an immulite analyzer was 3.22, the units of measure were not provided. The fourth patient, a male (B)(6), had an initial ft3 result of 5.6 pg/ml. The repeat result from an immulite analyzer was 3.75, the units of measure were not provided. There were no adverse events. The ft3 and tsh reagent lot numbers and expiration dates were not provided. For patient one, samples were sent to the manufacturer for investigation. The investigation reproduced the customer's ft3 results and no interfering factor was identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).